Event description:
On (B)(6) 2012, during a review of programming history, a programming anomaly was observed. On (B)(6) 2008, two partial programming events occured that resulted in a settings change to 0/30/250/60/5. A final interrogation was not performed, and the patient left at unintended settings. This was not corrected until (B)(6) 2008.

Manufacturer narrative:
Analysis of programming history.